Event description:
Laparoscopic colectomy- "according to the surgeon, the proximal end of the jaw piece broke off during the surgery. The surgeon examined patient's abdominal cavity to locate the broken pieces, but was unsuccessful."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the grasper jaws were fractured. The root cause of the fracture may be the result of prolonged exposure in a lipid-rich environment. All graspers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical has implemented material enhancements which are intended to increase resistance to this type of damage and reduce the potential for this type of fracture to occur. This lot was built prior to the material enhancements. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.